Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID p1501dr implantable pulse generator (ipg), implanted: (B)(6) 2007; product ID 5076-52 implantable tachy lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported the right atrial (ra) lead exhibited high thresholds. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.